Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and a low left heart. A mitraclip nt was implanted, reducing mr to a grade of 1. The patient was hospitalized after the procedure. On (B)(6) 2024, the patient returned with decreased blood pressure, and worsened blood test results. An ultrasound was performed and revealed an anterior papillary muscle rupture, causing mr to increase to a grade of 4+. The clip was stable on the leaflets. In the physician's opinion, the mitraclip did not cause or contribute to the anterior papillary muscle rupture. On (B)(6) 2024, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 2. The procedure was completed after confirming that the pvf had improved from s wave retrograde to s>d pattern. The patient left the catheterization room under intubation,

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury resulting in hypotension and mr cannot be determined. The clips, however, were confirmed to be stable on the leaflets and in the physician's opinion, the mitraclip did not cause or contribute to the anterior papillary muscle rupture. Tissue damage/injury, mr and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Test results, unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and a low left heart. A mitraclip nt was implanted, reducing mr to a grade of 1. The patient was hospitalized after the procedure. On (B)(6) 2024, the patient returned with decreased blood pressure, and worsened blood test results. An ultrasound was performed and revealed an anterior papillary muscle rupture, causing mr to increase to a grade of 4+. The clip was stable on the leaflets. In the physician's opinion, the mitraclip did not cause or contribute to the anterior papillary muscle rupture. On (B)(6) 2024, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 2. The procedure was completed after confirming that the pvf had improved from s wave retrograde to s>d pattern. The patient left the catheterization room under intubation,